Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 30 mg/dl. Cause was not known. Reportedly, customer experienced a seizure, whiplash, and lost consciousness due to the issue. Customer was treated with glucagon, liquid sugar, and orange juice to address the bg. Customer was discharged from the ER the following day on (B)(6) 2026 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The logs were reviewed and based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. The cause of the low bg could not be determined based on the review conducted.